Event description:
A user facility reported to olympus that when connecting an olympus, model series 190 scope to the olympus, model clv-190, evis exera iii xenon light source, a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a scope socket failure - the evaluation found that the locking mechanism and scope detection slide were not functioning and when a test scope was connected to the unit, a b30 error was generated. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.